Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not synchronizing with server. Customer reported that downloads have stopped for the device.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, the technical support specialist (tss) confirmed that the customer requested case closure, and no further investigation was required for this device. Therefore, the tss proceeded with case closure.